Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. During continuous suturing at the dermis, the needle broke at the tip. No adverse pt consequences were reported.